Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Log file analysis indicated signal loss on optical fibers 1 and 3. The device did not meet specifications during a shaft leak test and an irrigation leak test. Additionally, a short circuit between electrode 1 and thermocouple 2 was detected. Further investigation revealed a leak at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the fluid ingress, the observed short circuit, and a loss of force data.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.